Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a biopsy forceps broke while being used by the surgeon during a procedure. The screw at the tip of the forceps became detached and fell into the patient's bladder. The metal fragment was successfully removed from the patient. No negative impact in state of health reported.